Event description:
The patient and a manufacturer representative reported that the patient felt stimulation on both sides at the hospital. However, when they got home and turned on the stimulation they were only feeling stimulation on the left side. The patient was programmed on the day of the report. They checked their implantable neurostimulator (ins) with their programmer and it showed that the stimulation off. They turned the stimulation on and adjusted it but that did not resolve the issues. Additional information received from the patient on 2016-jul-15 indicated that they were not able to feel stimulation on the left side since (B)(6) 2016. It was unclear if the patient was feeling stimulation at all or what side they were feeling stimulation on. A manufacturer representative told them that it could be due to swelling from the implant surgery. The patient met with a manufacturer representative for reprogramming and all was well after reprogramming. There were no further issues. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.